Event description:
Reportedly, the pt had several procedures completed at this facility: gastric bypass, ventral hernia and diagnostic laparoscopy. The pt then went to another facility to have the panniculus removed. During this surgery, a sponge reportedly from the bluntport device used in a prior surgery was found in the pt cavity. Sponge removed and no pt injury reported.